Event description:
The customer called to report that the insulin pump no longer alarms. No delivery or empty reservoir when the reservoir is empty. The customer stated she used to get these alarms in the past. Troubleshooting could not be performed because the customer did not have the tubing clamp with her. The customer stated she would call back when she has the tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.